Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump has had crack on it that are causing the customer's blood glucose to be low. Customer stated the damage to the device was on the screen and it has been there for four to five months. Customer was unaware how the damage occurred. Customer stated her low blood glucose has been between 39 to 64 mg/dl and no matter what she did she couldn't get it up to 100 mg/dl. Current blood glucose was 80 mg/dl. Troubleshooting was performed and it was noted the drive support cap was damaged and it could have led to the low blood glucose readings. Customer also stated that her blood glucose has lowered between 30 to 38 mg/dl during the night. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with normal operating currents and passed the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies were noted. The motor was tested outside the device and passed. The drive support disk was inspected and no anomaly was noted. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window, and a scratched reservoir tube window.